Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6a, h6.

Event description:
Device was explanted.

Event description:
Physician reported right side capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. Yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed. Additional, corrected and/or changed data: d.9, h.3, h.6.